Event description:
It was reported that during follow-up, the patients pulse generator was found to be operating in backup mode. A firmware download successfully restored the device.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.